Event description:
It was reported that outside of surgery the device was in need of repair and did not work. There was no patient involvement. During product evaluation, it was found that the motor speed was unstable. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was corroded and the speed was unstable, the unit was out of calibration at all readings and the position of the control bar was not correct. The motor, thickness control shaft, shaft bearings and sleeve bearings were replaced and the position of the control bar was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: saudi arabia.